Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer received a no delivery alarm two weeks prior to reporting. Customer reported that no delivery alarm was human error which resulted in a one day hospitalization. Customer declined helpline assistance.